Manufacturer narrative:
Unique patient identifiers were provided therefore two separate files were created. Future regulatory reports will be filed under manufacturer report number 1644019-2015-01653, internal reference number (B)(4) and manufacturer report number 1644019-2015-01654, internal reference number (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the trocars leaked during two different vitrectomy procedures on the same day. Trocar plugs were utilized and the two procedures were completed. There was no known harm to the patients. Additional information was requested; however, none has been received to date. This is one of two reports for this facility.

Manufacturer narrative:
Nine opened trocar cannula/hub assemblies were received and were visually inspected. Four of the samples were found to be conforming. The other five samples were found to be non-conforming. It is unknown how or when the samples became damaged because they were returned opened. For this complaint file, the final customer lot was identified. A device history record review and the product was released based on the products acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).